Manufacturer narrative:
Product evaluation: the opm660 patient module was received in service and repair. The customer¿s complaint has been confirmed; the device had a patient interface module communication error. The control pwa and the electrodes pwa (printed wiring assembly/pcb) have been replaced. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a lumbar fusion for scoliosis the signal on the nim system was lost, the patient module was out of order. The surgeon had already dissected down to the spinal cord and placed the screws when all 8 channels, 4 left and 4 right, lost connection. The system connections were disconnected and connected many times to try and regain the connection, with no resolve. The surgeon decided to stop the procedure because of a risk of spinal cord injury during the reduction of the scoliosis. The procedure was rescheduled and successfully completed 3 days later with a backup patient module.